Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method code ¿ 3372. The device was returned to baxter and evaluated. This is an ancillary service event. A review of the event history log identified the occurrence of an increased intra-peritoneal volume event. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2014 at 09:13:04. During night drain cycle three, the patient's ultrafiltration reading was 582 ml, indicating the home patient drained 432 ml more than their maximum programmed fill volume of 500 ml. No additional information is available.